Manufacturer narrative:
Correction: h6: codes should reflect product not returned.

Event description:
Related manufacturer reference number: 2017865-2023-13685. Related manufacturer reference number: 2017865-2023-13686. It was reported the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.